Event description:
It was reported that the external pulse generator was unable to capture properly. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the generator was unable to capture properly. Analysis did find that the upper and lower cases were contaminated and broken, that the ring cover was broken, the battery release, knobs and battery drawer were contaminated, that the side bail covers, side bails and ring bail were missing, the lead flex cover was corroded, the keyboard was scratched, the battery contacts were compressed and the serial number label was torn. (B)(4).

Event description:
It was reported that the external pulse generator was unable to capture properly. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.